Event description:
Event description guidant received information that this high impedance ventricular lead, exhibited an abrupt decrease in bipolar impedance from 1900-2000 ohms to 1000-1100 ohms. Today, the lead exhibited an impedance >2000 ohms with incresased threhsolds. The patient experienced dizziness; however, the clinician was unsure if this was related to the high impedance or thresholds.